Event description:
One of the cords for the ekos [ekosonic endovascular system] had a crack in it and was leaking fluid at one of the connections. We had to open a new product, take out the broken one and re-insert the new one. No harm to patient.